Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had repeated purge deletion errors caused by a structured query language (sql) constraint violation in the database. This condition indicated corrupted maintenance services and resulted in database bloat, with the station database size reaching approximately 8.3 gigabytes. A technical support specialist (tss) dialed in to the device, reviewed the station logs, and attempted a full synchronization, but due to the identified corruption, the station database was dropped and recreated to restore the maintenance services, followed by a full synchronization. After completion, the database size was reduced to below 7 gigabytes, and the issue was resolved. The customer later confirmed that the anesthesia ob pyxis station was functioning significantly faster. The system functioned as intended after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was running very slow. The customer stated that they tried to reboot but the issue was not resolved. However, there were no delay in patient care and no adverse events or injuries reported based on this event.